Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 500 (mg/dl) and high ketones while on pump therapy. Correction boluses and manual injections were delivered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.